Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of an atrial arrhythmia. Technical services suggested the patient should be seen in clinic for an evaluation. Additional information was requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).